Event description:
Boston scientific received information that this patient implanted with this pacemaker presented to the hospital in complete heart block with shortness of breath. The patient reported feeling other symptoms earlier that week of dizziness and was unable to sleep. A health care professional (hcp) attempted to interrogate the device, but was unsuccessful and was unable to get a magnet response. Troubleshooting was performed with boston scientific technical services (ts), but was unsuccessful. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly within the integrated circuit. This anomaly causes a high current drain, which over time resulted the reported field observations of not being able to interrogate the device, get a magnet response or provide pacing therapy.

Manufacturer narrative:
(B)(4). The pacemaker has been received for analysis. This report will be updated upon completion of analysis.